Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with shortness of breath. An echocardiogram was performed and it was revealed there was a pericardial perforation of the right ventricle with a large pleural effusion. The physician elected to perform a sternotomy, removed the right ventricular (rv) lead, and implanted an epicardial lead. No further patient complications have been reported as a result of this event.